Manufacturer narrative:
Device information and initial implantation details unavailable at the time of this report april 18, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced pain with device use. The device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device at the time of this report april 18, 2016.